Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's ipg was inoperable due to user error. As a result, the ipg was explanted and replaced.